Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 3006705815-2024-01964. Manufacturer reference number: 3006705815-2024-01965. It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. It was also reported that the patient's leads were impressed and migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's ipg and leads were replaced to address the issue. Reportedly, effective therapy restored post op.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.